Manufacturer narrative:
The investigation of the returned coil system confirmed the implant was detached from the pusher. There was no evidence of thermal detachment on the pusher's heater coil. The proximal implant was severely stretched and the heater coil was damaged and compressed, which is consistent with damage that occurs from the application of excessive forces to the monofilament, although the source of the forces cannot be determined.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of an internal carotid artery (ica) aneurysm, the embolization coil did not advance, and detached in the microcatheter during the withdrawal. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury, or additional intervention.